Event description:
It was reported that while trying to fill the Pod with insulin prior to deployment, the needle was bent and completely broken off. The Pod was not worn. The patient confirmed that the pink slide did not move forward. No blood glucose readings were reported. The patient was able to successfully resume treatment with a new Pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down/Smartphone: LOCKDOWNOmnipod 5 Software App Version: 4.0.2Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LPlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.